Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.

Event description:
It was reported that approximately 5 1/2 months post op, x-rays revealed a broken rod at l2-3. No revision as taken place at this time. No patient complications were reported.